Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced damaged rear case, keypad door, 3rd party bezel and air-in-line. Based on the findings, service determined that the reported issue was due to customer damage of the rear case assembly device history record: a review of the device history record showed the device had a manufacture date of 13sep2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has rear case damage. No additional information was provided. There was no patient involvement.